Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected from hc causing error. The hp reconnected prior to calling. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during drain 2 of 5. The hp stated he/she had disconnected from the hc and reconnected prior to calling. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp confirmed to notify the peritoneal dialysis (pd) registered nurse (rn) and also confirmed to start over with new supplies. There was no patient injury or medical intervention associated with this event.